Manufacturer narrative:
Citation: anselmi et al. Long-term results of the medtronic mosaic porcine bioprosthesis in the aortic position. J thorac cardiovasc surg. 2014 jun;147(6):1884-91. Doi: 10.1016/j.jtcvs.2013.07.005. Epub 2013 aug 26. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term results of the medtronic mosaic porcine prosthesis in the aortic position. All data were collected from a single center between july 31, 1994 and august 1, 2004. The study population included 1 ,005 patients (predominantly male, mean age 74.7 years), all of which were implanted with a medtronic mosaic bioprosthetic valve (no serial numbers provided). Among all patients, within 30 days of implant, seven deaths were deemed valve-related with causes due to: stroke (4), noncerebral pulmonary embolism (2), and undetermined (1). Within the follow-up period (mean of 8.5 years post-implant), 51 deaths were deemed valve-related with causes due to: thromboembolic or hemorrhagic event (19), other adverse cerebrovascular event (24), infective endocarditis (7), and primary valve dysfunction (1). Additionally, one death occurred following a repeat surgery (mean of 9.4 years post-implant) to address structural valve dysfunction (svd). Per the authors, any death from adverse cerebrovascular events or of unknown cause was assumed to be valve-related. No further details were provided on these deaths. Based on the available information medtronic product may have been associated with the death(s). Among all patients, adverse events included: svd defined as dysfunction or deterioration, non-svd defined as stenosis or regurgitation, thromboembolic event, valve thrombosis, infective endocarditis with required intervention, and valve-in-valve implantation. Pathologic assessment of the explanted bioprosthesis found evidence of leaflet calcification, lesions, and tears. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.